Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump got button error on pump and unable to clear. Customer had tried putting in new battery but issue was still occurring and its beeping right now. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will be returned for analysis.